Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there is a constant audible tone from the insulin pump. The customer indicated that they did not have another battery and would call back after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised the customer to remove the battery for 2 hours and insert the new battery after this time. Customer mentioned that they tried another battery that was not new and the audible tone continued. Customer indicated that they would call back to further troubleshoot and will revert to a back up plan in the meantime.